Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device did not deliver any shock with multiple attempts. There was patient involvement and it was reported that there was no adverse patient impact.